Manufacturer narrative:
Leaflets not coapting typically would result in regurgitation any may require exchange of the device. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted after an unknown implant duration due to inadequate leaflet closure. As reported, the post op toe showed failure of closure at one of the commissures. Another valve of the same model and size was implanted in replacement and was perfectly working.

Manufacturer narrative:
An echo short movie was submitted for review. Per echo report, echo movie was showing the aortic valve in short-axis with superimposed color-flow doppler. It reveals 1) grossly normal appearance and motion of the single visualized leaflet, but inability to judge bioprosthesis leaflet appearance or position during diastole; 2) a y shaped diastolic jet suggestive of central aortic regurgitation (ar) originating along all three commissural edges; 3) a small proximal flow convergence zone at the base of the right coronary, noncoronary commissural post; and 4) a roughly linear diastolic jet anterior to the aortic valve. Based on the echo review, complaint is being considered confirmed as regurgitation was confirmed though exact source and cause were not conclusively determined. Functional testing of the device was performed in a pulse duplicator and in a steady backflow leakage tester, under simulated normal physiological conditions. All three of the leaflets coapted completely, such that there was no central leakage path present. The reported inadequate leaflet closure was not reproduced in the standardized testing performed at edwards under simulated normal physiological conditions. The total regurgitant fraction (trf) of the valve as received was 6.5% (1.5% closing, 5.0% leakage), which is more than two times lower than the 15% allowed for a valve this size per iso. The lack of any central leakage path evident in the fully closed position indicates that the leakage measured in the standardized tests is likely through the stent and/or sewing ring, and/or around the valve. Note: the results from in vitro testing may be different from those obtained in the operating room due to hemodynamic and environmental differences. DHR review was performed and no applicable nonconformances were identified. Manufacturing mitigations are in place to check for proper leaflet coaptation and flow. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Acute central leaks observed in the peri operative period usually occur from technique related issues such as suture looping. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and/or prior to protamine administration and is usually tolerated by patients. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the available information and the results of the functional testing, a definitive root cause cannot be determined; however, patient and/or procedural factors may have caused or contributed. An edwards defect has not been confirmed.

Event description:
Edwards received notification that this valve model 3300tfx25mm implanted in the aortic position was explanted during initial procedure due to inadequate leaflet closure. The valve was inspected prior used and it looked fine. No surgical instruments were placed within the center of the valve. As reported, intra-op toe showed failure of closure at one of the commissures. The patient was completely decannulated when the issue was observed. The valve was explanted, and another valve of the same model and size was successfully implanted in replacement and was working perfectly. Hospital stay was longer due to impaired renal function. As per medical opinion, renal issue could have been due to longer bypass time and anticoagulating twice. The patient was discharged home on pod # 16 with recovered renal function.

Manufacturer narrative:
H3. Device evaluation: customer report of inadequate leaflet closure could not be confirmed through visual observations. X-ray demonstrated wireform intact. Serrated mechanical damage marks were observed on the outflow surfaces of all three leaflets. Leaflet 1 had a 2mm long tear along the free margin edge and edges of the tear appeared to match up. Suture holes were visible around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted at implant due to inadequate leaflet closure. The valve was inspected prior used and it looked fine. No surgical instruments were placed within the center of the valve. As reported, the post operative transoesophageal echocardiography showed failure of closure at one of the commissures. The patient was completely decannulated. Another valve of the same model and size was successfully implanted in replacement and was perfectly working. The patient was discharged home on pod # 16. Hospital stay was longer due to impaired renal function. Renal issue could have been due to longer bypass time and anticoagulating twice. Recovered renal function at discharge.